Event description:
The patient was implanted with a 29mm sjm epic stented porcine heart valve w/flexfit system on (B)(6) 2013. In (B)(6) 2014, the patient was reported to have mitral regurgitation in the presence of mitral stenosis. The valve was explanted on (B)(6) 2014.

Manufacturer narrative:
(B)(4) - mitral regurgitation prolapse; no known device problem. The results of this investigation concluded fibrous thickening of all cusps, outflow thrombus on all cusps, and focal inflow thrombus on cusp 1. Special stains were negative for organisms, and no significant calcifications were present. A review of the device history record could not be completed as the serial number was unavailable. There was no evidence found to suggest there was an intrinsic defect in the valve, as supported by the analysis performed, but the cause of the reported event remains unknown.